Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the refrigerator remote manager would not open to clear the hardware failure. A field service engineer applied grease to the microswitch contacts after buffing and tightening the connectors. The smart remote manager was realigned to make better contact with the hasp. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the refrigerator remote manager would not open to clear the hardware failure. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.